Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2022 regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller reported she saw patient yesterday with oor message on all programs. Caller reported when she interrogated patient's ins, orange banner was seen at the bottom of the tablet. Caller reported she also saw electrodes 5, 6, 7, 4, 15, and 12: maybe open or shorted impedance. Caller reports a message: lead selected: one or more lead electrodes are not connected properly. Caller reported when she tested lead connectivity test, all were green color. Caller reported when she tested electrode impedance: reference 0 contact 5: high impedance; caller did not recall the value of the impedance. Contact 7 high; caller did not recall the value of the impedance. Contact 15: high; caller did not recall the value of the impedance. Caller reported she did change the reference to 5 and all contact pairs were high. Caller reported she did reprogram around the high electrodes. Patient denies of fall or trauma. Caller reported patient was scheduled back in 3 weeks. No symptoms reported. Additional information was received from the rep on (B)(6) 2022. The rep reported that open/short impedances were not confirmed and that they were relaying what the orange alert banner said. Cause of the oor message was unknown. Patient was seen back in office 12/14/2022 and was still seeing oor messages. At their last session, rep had programmed around the high impedances and patient reports she was able to go a few days before seeing the oor message come back. Due to the continued issues and high impedances that continue to get worse, the physician is planning to explant the stimulator. Rep hasn't received effective relief. After checking impedances again today, they were higher and there were more contacts affected than at the last meeting and were seeing a red x when running connectivity check. An explant will be scheduled. Impedances reported are as follows: ref 8: 5/7 40000 ohms, 14/15, 20,000 ohms range, 3600 ohms is the lowest ref 9: 3600 ohms is lowest ref 10: 8 3510 ohms 9 3250 ohms 11 4230 ohms 12 3870 13 4030 ohms 14 24450 ohms 15 24400 ohms ref 11: range of 3930-25010 ohms ref 12: range of 3800 -24450 ohms ref 13: range of 3800-23830 ohms ref 14: all values 24000+ ohms range, 15 is 40,000 ohms ref 15: all values 24,000 ohms and contact 14 is 40,000 ohms rep reported patient was getting shocked when rep was running an impedance check, which rep observed during their last meeting. Rep reported no trauma or falls.

Event description:
Devices were returned for analysis. Rep reported the battery (internal) was not depleting. Patient's pain returned and pt could not get relief with her stimulation. The issue was sudden. Patient experienced sever shocking and jolting sensations when running impedances. Patient reported a popping sensation. Patient recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of product ID# 97715 found no significant anomaly. Analysis of product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type: lead found broken conductors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported explant was scheduled for (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.